Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for brachial plexus and non-malignant pain. It was reported that the patient was charging too often and the device discharged in six hours. It was noted that this was a new implant with high density settings. The rep did not have impedance settings but said all 16 electrodes were being used with the following settings: 800 microsecond pulse width, 300 hertz rate, and 3.2 volt amplitude. Impedance was estimated and the calculator indicated about 0.6 days for the recharge interval. The rep was to meet with the patient to reprogram and try to optimize settings for a longer recharge interval. It was noted that based on the estimated impedance values the short recharge interval appeared to be due to the programmed settings and not a device issue. The issue began on (B)(6) 2016 as the ins was discharged by 3 am that morning. It was also reported that the rep could only get four coupling bars. It was noted that the ins was located in the chest area. Additional information was received from the manufacturer representative (rep) on january 17 2017 stating that impedances were ran and everything was fine. The patient was reprogrammed and the issues was resolved. Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient stopped using the ins in (B)(6) because it was taking 5 hours to charge and it did not even last a day. The reason the patient stopped using it was patient compliance. Additionally, the patient had a drez procedure for phantom limb pain wh ich helped. The healthcare provider (hcp) suggested the patient get a new ins that has rapid recharging and wireless telemetry. Another hcp also suggested the battery be replaced to deal with any residual phantom limb pain. The battery was successfully replaced, and coverage was reestablished. The issue was reported to be resolved. No further complications were reported.